Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy to my coils") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain and menorrhagia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), application site dryness ("patches and they are itchy/ I dried out my skin so bad"), application site pruritus ("patches and they are itchy"), fluid retention ("water retention"), swelling ("lot of swelling") and weight loss poor ("with essure I couldnt get it off") and was found to have weight increased ("weight increased"). The patient was treated with surgery (total laparoscopic hysterectomy,bilateral salpingectomy and da vinci platform). Essure was removed on (B)(6) 2016. At the time of the report, the allergy to metals, application site dryness, application site pruritus, fluid retention and weight loss poor outcome was unknown and the weight increased was resolving. The reporter considered allergy to metals, application site dryness, application site pruritus, fluid retention, swelling, weight increased and weight loss poor to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: information transferred from deletion case (B)(4) lawyer were added. (Case was upgraded to potential legal). Date of insertion updated from deletion case. All source documents and reference section were transferred to this case. (Case was upgraded to potential legal). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation was provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy to my coils') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain and menorrhagia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), application site dryness ("patches and they are itchy/ I dried out my skin so bad"), application site pruritus ("patches and they are itchy"), fluid retention ("water retention"), swelling ("lot of swelling") and weight loss poor ("with essure I couldnt get it off") and was found to have weight increased ("weight increased"). The patient was treated with surgery (total laparoscopic hysterectomy,bilateral salpingectomy and da vinci platform). Essure was removed on (B)(6) 2016. At the time of the report, the allergy to metals, application site dryness, application site pruritus, fluid retention and weight loss poor outcome was unknown and the weight increased was resolving. The reporter considered allergy to metals, application site dryness, application site pruritus, fluid retention, swelling, weight increased and weight loss poor to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy to my coils') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), application site dryness ("patches and they are itchy/I dried out my skin so bad"), application site pruritus ("patches and they are itchy"), fluid retention ("water retention"), swelling ("lot of swelling") and weight loss poor ("with essure I couldnt get it off") and was found to have weight increased ("weight increased"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2016. At the time of the report, the allergy to metals, application site dryness, application site pruritus, fluid retention and weight loss poor outcome was unknown and the weight increased was resolving. The reporter considered allergy to metals, application site dryness, application site pruritus, fluid retention, swelling, weight increased and weight loss poor to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media: case became serious incident. New events 'nickel allergy, water retention, generalized swelling and weight loss poor and weight increased' were added. Reporter information added. Updated essure removal details. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation was provided in a supplementary report.